Event description:
The coil tube is missing the end that gets attached on patient end. Manufacturer response for low pressure coil tube - CT syringe, (brand not provided) (per site reporter) email sent; awaiting response.